Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and this ventricular (lv) lead showed a change in morphology and potential loss of l v capture at a presenting electrogram (egm). Potential changes were discussed, also possible premature ventricular contractions and other causes. Options for troubleshooting were discussed. The crt-d and the lv lead remain in service. No adverse patient effects were reported. Reference report: mw5158985. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).